Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. The reported patient effect of recurrent mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information provided a conclusive cause for the reported periprocedure incomplete coaptation cannot be determined. The reported recurrent mr is the result of the periprocedure incomplete coaptation. There is no indication of a product issue with respect to manufacture, design, or labeling. The other mitraclip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2020, two clips were implanted, reducing grade 4+ functional mitral regurgitation (mr) to grade 1-2. The next day, on (B)(6) 2020, echocardiogram was performed showing one of the two implanted clips had detached from the posterior leaflet and remained attached to the anterior leaflet (slda), and the other implanted clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). It is unknown which clip detached from which leaflet, but both clips had an slda and mr returned to 4+. No additional treatment is scheduled. Per the physician, the patient has pre-existing chronic obstructive pulmonary disease. Soon after the mitraclip procedure, the patient coughed violently for 4-5 minutes, which may have contributed to the slda¿s but the dr. Cannot confirm if this is the reason for the slda's. No additional information was provided.